Event description:
It was reported that during a ptca procedure, stent damage occurred. The lesion was located in the non-tortuous and calcified left anterior descending (lad) coronary artery. The lesion was successfully predilated. After advancement of the liberte' monorail stent delivery system, it was noted that the stent had moved on the delivery balloon. The stent delivery system was pulled back into the guide catheter. Difficulty removing the stent delivery system from the catheter was reported and the struts of the proximal segment of the stent were bent. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as "good".

Manufacturer narrative:
.